Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast reconstruction primary with mentor smooth round moderate profile, 300cc saline breast implant has experienced left-sided breast pain and neoplasm malignant postoperatively. The patient reported that she had breast cancer a couple of years ago, had problems since, she has pain on the left side (where she had cancer), ultrasounds examination conducted, unsure if complication is due to implants or not ¿ the health care professional stated to not see anything wrong with implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022 mentor estimated date of implantation based on invoiced date found in mdt database: (B)(6) 2004. Manufacturer¿s reference number: (B)(4).